Event description:
It was reported that the right ventricular [rv] lead had no capture and undefined impedance. It was also reported that an rv lead fracture was suspected. The rv lead was capped and replaced. It was reported that the device was returned to the manufacturer after being removed due to an upgraded. The device subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The no output condition at was the result of lifted hybrid bond wires.